Event description:
It was reported by a customer in the USA that, during pt use, the e360 ventilator generated a continuous "con proc failed" alarm. The pt was manually ventilated and transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
There is no available info regarding the ventilator being already repaired. (B)(4).

Manufacturer narrative:
(B)(4). The printed circuit board (pcb) was received for evaluation. Visual inspection was performed and no anomalies observed. Functionality tests were performed, and the customer reported complaint could not be duplicated. It was installed into a ventilator test unit, powered up, and started ventilating. The ventilator was allowed to ventilate for over 48 hours, and no alarms or errors were generated. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.